Manufacturer narrative:
Product is no longer available to be returned for evaluation.

Event description:
It was reported the patient received the following results within 10 minutes: 159 mg/dl and 59 mg/dl.